Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 115 mg/dl (mobile system 1) and 63 mg/dl (mobile system 2). Customer used the same cassette on both systems. Customer had unspecified hypoglycemic symptoms at the time of the results. No treatment reported. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned. (B)(4).